Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported that there was a difference of 50 mg/dl between a blood glucose reading obtained on the contour next meter and a different meter. The specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer has been advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.